Manufacturer narrative:
The patient sample was submitted for investigation. The sample was tested and the customer's result of <5 pg/ml was confirmed. Further investigation of the sample showed that the analyte in the sample contains a mutation in the epitope of the detection antibody that causes false negative results for the probnp ii assay. The device did not malfunction.

Manufacturer narrative:
Age - the customer states the patient is "(B)(6)." This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneously low results for 1 patient tested for elecsys probnp ii immunoassay (probnp ii). The actual date of event was requested but not provided. The initial probnp ii result was <5 pg/ml on the cobas e 411 immunoassay analyzer. The customer stated this result matched a previous result. The sample was re-centrifuged and the repeat result was <5pg/ml. These results were reported outside of the laboratory where the doctor questioned the results stating they didn¿t match the patient¿s x-rays. No adverse event occurred. The e411 analyzer serial number was (B)(4). The customer stated that other patient¿s samples generate expected results. Calibration and quality controls were acceptable.

Manufacturer narrative:
Date of birth and age were updated. The customer stated the patient had a bnp result of 13.9 pg/ml. (B)(4).